Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer had elevated blood glucose levels (430 mg/dl). Customer stabilized blood glucose levels with an insulin pen and a corrective bolus. It was indicated that the customer has a back up method for continued insulin therapy.